Event description:
A type 3 endoleak was detected after implantation of the device. The pt did have heavy calcification. Per the rep, event description on complaint form: on final injection, pt noted to have what appeared to be a type iii endoleak occurring within the fabric gap between the first and second stent of the graft. The physician chose to realign the graft with another manufacturer's stent. The stent was placed without difficulty and the leak was visibly reduced on subsequent injections. From the information provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
No consequences to the pt were reported. Endoleaks are listed in the instructions for use. Event is still under investigation.